Event description:
Two occasions where burton exam light arm/light head assemblies separated from the down tube and fell. The first fell and struck an incubator with a pt on board in the nicu. The second, also in the nicu, broke while being positioned by a staff member. The light was caught by the staff member, but was left hanging by the electrical wiring until engineering arrived to remove the device. No pt harm occurred in either event. Burton has replaced all arm assemblies at no charge to the hosp, but hosp feel it prudent to report these events because of concern for safety and quality mfg.